Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had been scheduled to receive 126 ml, but by the end of the infusion, approximately 100 ml remained in the bag, despite the pump displaying a reservoir volume of 5 ml and a total administered amount of 121 ml. A spiked bag had been used instead of a cassette. The patient had not been affected.

Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.